Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital (B)(6). (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k142259, k163701.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the liver. A direxion hi-flo catheter-infusion was selected for use. During preparation, the tip end was ruptured and leaked liquid. The procedure was completed with another of the same device. There were no patient complications as a result of this event.